Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke).

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the cx. Approximately 36 months post index procedure the patient was hospitalized due to stroke. The patient underwent trepanation to remove an hematoma. It is reported that the patient recovered. Investigator indicated that the reported event was not related to the study device.